Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, on the first reload after firing the device, there was poor staple formation which did not form b shape, there was also and incomplete staple line distally. On the second reload upon loading there was a resistance when loading it into the handle, and when fired, staple form m shape instead of b shape. To resolve the issue of both reload they had to over sew the patient. There were some staples fell into the patient cavity and the only staples retrieved is with the specimen piece that was removed, some staples never retrieved. The surgical time was extended more than 30 minutes due to the device issue, and extended hospitalization was also required for extra 2 days because the patient had an stenosis and needs to have another operation.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, on the first reload after firing the device, there was poor staple formation which did not form b shape, there was also and incomplete staple line distally. On the second reload upon loading there was a resistance when loading it into the handle, and when fired, staple form m shape instead of b shape. To resolve the issue of both reload they had to over sew the patient. Some of the staples fell into the patient cavity and able to be retrieved. The surgical time was extended more than 30 minutes due to the device issue, and extended hospitalization was also required for extra 2 days because the patient had an stenosis and needs to have another operation.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Initial visual inspection of the instrument noted no abnormalities. Microscopic inspection of the firing rod of the instrument noted witness marks indicative of misloading. Functionally, the instrument was loaded with a representative single use loading unit. During testing of the instruments, a skip was noted in the units firing stroke during the first cycle after closure of the reload jaws. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the s taple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Additionally, the investigation detected a secondary condition of witness marks on the firing rod that has no relationship to the reported condition. The witness marks on the instrument noted may occur under the following conditions. 1. The shipping wedge has been removed or is no longer fully seated in the metal channel prior to loading. 2. The shipping wedge has been removed or is no longer fully seated in the metal channel and the jaws have been manually clamped prior to loading. 3. The shipping wedge has been removed or is no longer fully seated in the metal channel and an attempt has been made to load a loading unit with the instrument firing rod extended. Please note that the yellow shipping wedge must be securely in place during instrument loading. The shipping wedge ensures that the sulu engages in the instrument to facilitate clamping and unclamping. Section #2 in the instructions for use, which accompanies each product shipment, cautions the user caution: do not attempt to remove the shipping wedge until the sulu is loaded into the instrument. No further actions have been deemed necessary at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, on the first reload after firing the device, there was poor staple formation which did not form b shape, there was also and incomplete staple line distally. On the second reload upon loading there was a resistance when loading it into the handle, and when fired, staple form m shape instead of b shape. To resolve the issue of both reload they had to over sew the patient. Some of the staples fell into the patient cavity and able to be retrieved. The surgical time was extended more than 30 minutes due to the device issue.